Manufacturer narrative:
Product evaluation: 1 opened sample, part number 8229970, from lot number 0213860170, was received for analysis. In an as received condition there was no occlusion of the main tube inside diameter. A syringe was used to inflate the cuff with 15 cc of air. Mild pressure was applied to simulate intubation and in less than 15 seconds the inside diameter began to delaminate and block the airway path which would have resulted in the reported event. Using the 7.0 mm inside diameter as reference, the delamination / separation of the pvc layer measured over 5.5 mm from the wall which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was centered around the inflation assembly. The tube was deflated with no issue, and the obstruction receded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device not marketed in the us; similar device available. Product evaluation: analysis results are not available; device being shipped from (B)(4) to us. If information is provided in the future, a supplemental report will be issued.

Event description:
The anesthetist reported that the tube and cuff were checked for patency prior to intubating the patient with the nim flex emg tube for a thyroidectomy. Approximately 30-40 minutes into the procedure the anesthesiologist noted that "the patient doesn't breathe correctly". Saturation, shallow breathing and other parameters were checked; a decision was made to reintubate the patient with a new tube to complete the procedure. There was no reported injury; the procedure was successfully completed.